Event description:
New information received indicated that programming changes were made. The device was later explanted due to low battery.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient was presented to the emergency room after the device failed to convert the tachyarrhythmia. Tachyarrythmia was converted with cordarone infusion and electric shock. Undersensing was observed due to varying r-wave amplitude. Programming changes were recommended; device remains implanted.